Event description:
It has been reported to the company that during the ptca procedure the guide catheter kinked and while attempting to remove the guide the shaft broke inside the patient. The physician inserted the guide catheter into the patient and had difficulty advancing the guide into the left coronary artery. The physician then attempted to place the guide into the right coronary artery. The patient's anatomy had distinct tortuousity, the guide kinked and then broke inside the patient. The physician decided to send the patient to surgery for removal of the guide. The patient is reported to be fine.